Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, had a hypoglycemic event and was shaking, trembling and shaking. The cgm was displaying 180 mg/dl and her bg was 48 mg/dl. The patient's husband treated the patient with dextrose 5 before bringing her to the emergency room. When they arrived in the ER, the cgm was displaying 40-50 mg/dl and when they checked the patient's bg it was 190 mg/dl. Although the patient's bg was 190 mg/dl, they stated that they were treated with dextrose 10 and diazoxide. The patient was in the hospital until (B)(6) 2023. At the time of the report, the patient was feeling normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.